Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records did not find any deviations or anomalies. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided. A field action was conducted on 02/19/2015 in which zimmer voluntarily removed the personal trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under (B)(4). The device in question was implanted prior to this field action. FDA recall (B)(4) contains the related tibial lot number. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure.

Event description:
It is reported that the patient underwent a revision due to pain and loosening.